Event description:
Reportedly, 12 sureflex fibers used in the month of march, were returned "due to breakage and shorting out at the end of the plug/port in the laser." No add'l info is available. There was no pt injury reported.

Manufacturer narrative:
Fiber analysis: the fiber was found to be broken and separated from the connector. The blue outer sheath was found to be burnt at the point of breakage/proximal end. The most probable root cause of the device the failure was determined to be user handling/excessive bending during the procedure.